Event description:
When prepping spines didn't flex. No patient harm occurred another 31mm farawave was opened and used to complete the case. Vendor notified. Manufacturer response for intravascular pulsed field ablation catheter, farapulse farawave 31mm catheter (per site reporter).